Event description:
It was reported that when completing the load step the pump emitted a "no cartridge detected" warning. The patient pulled the cartridge out of the pump and the cartridge plunger stuck in the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box showed "no cartridge detected" warnings. During testing the pump failed to recognize the filled cartridge. Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.